Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim patient called out saying her central line was leaking. Nurse went to room to assess. Pt had sodium bicarb infusing, and blood was backpriming in tube and blood coming out of clave down patient's gown. Primary nurse disconnected the patient and changed the clave. After changing just the clave, the infusion wasn't leaking any longer. The first clave was just put on patient friday night into saturday morning when line change was done. The clave appears cracked upon inspection.